Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported giving off a b30 error message. The customer took their scopes into a different room, and they all work fine expect this one unit. Tac advised the customer to send the unit in for repair. The device was returned to olympus for evaluation and the customer¿s allegation b30 (scope communication error) was not confirmed. The evaluation uncovered the front panel was cracked and faded, minor rust at bottom chassis, worn out scope socket slider switch which caused intermittent use during high intensity mode and a non-olympus lamp life meter was reading at 4+hours and light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) was reported on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Event description:
The b30 scope communication error was observed during preparation of use.

Manufacturer narrative:
Updates to e2, e3, g2.